Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the needle unexpectedly separated from the thread and a component disengaged from the device. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open joint procedure, the device's needle came off from the thread on the 3 three suturing device, and two of them had needle "flew" off. One landed at the mayo stand, and the other one ended up going under the bed. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.